Manufacturer narrative:
The device was not returned to the MFR for evaluation.

Event description:
The device was used during a coelioscopic inguinal hernia procedure. The instrument did not fire. The surgeon used another device to complete the procedure. The hosp has reported that no pt injury occurred.